Event description:
It was reported during a laparoscopic cholecystectomy when using nitrogen to pressurize the saline pump through the probe plus ii the luer lock on the handle blew off end of the tubing. Two handles in a row exhibited the same problem. The third handle had no problems. There was no consequence to the pt.